Event description:
A cusa ecxel console did not have enough power even when the device was set on maximum power. The diaphragm valve was changed. The product was in contact with the pt and there was no pt injury or death with this incident, however, the event increased the surgery time (the amount of time was not known).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.